Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as an app crash. The probable cause was determined to be an app crash. The reported event of an app issue. This reportable based on the finding of an app crash. No injury or medical intervention was reported.